Event description:
It was reported that high capture threshold due to lead dislodgment was observed. Lead was explanted and replaced when repositioning was unsuccessful. Patient resumed normal follow-up and is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.